Event description:
It was reported that this catheter was cannulated in the subclavian artery with the wire ascending down the aorta. The patient reported to have experienced back pain. Further imaging was completed and identified an aneurysm present. The aneurysm was successfully treated and the patient was discharged. No additional adverse patient effects were reported.